Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the superior vena cava (svc). After a non-bsc stent was implanted in the target lesion, a 14-4/5.8/75 xxl¿vascular balloon catheter was advanced to post-dilate the stent. However, after post dilatation, when the physician was deflating the balloon, the balloon got caught on the struts of the stent which caused the stent to migrate to the heart and the balloon to fragment. The physician was able to snare out the balloon fragments. The stent was snared into the femoral vein and was left there as it would not go back through the sheath. No patient complications were reported and the patient's status was stable.